Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal end/electrodes of the lead were bent.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to use, upon removal of the right ventricular (rv) lead from the blister packaging, the physician noted that the tip of the rv lead seemed to be slightly bent. The physician elected to use a new lead to implant successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.